Event description:
It was reported to philips that the customer is unable to access the system. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed. The device was not connected to the ac power so the test was not able to be completed. Upon conclusion of the evaluation, it was determined that the device was not connected to the ac power. The customer connected the device tot he ac power and the device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the customer is unable to access the system. There was no reported patient involvement.